Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and backplate for damage and inspecting and cleaning the diaphragm. During troubleshooting, an issue with one of the stalok clips was identified. The customer was sent a replacement device and return of her device was requested. Follow up with a complaint handler to get additional information is on-going as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that her pump in style breast pump was making a loud noise so she was hesitant to turn the vacuum level too high, though she felt the need to because of low suction. She further alleged that because she is an over-producer, she gets clogged ducts and approximately four weeks ago she got mastitis, for which she was taking antibiotics.

Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on (B)(6)2018 and it passed suction and cycle specifications. Refer to attached evaluation. The customer's report of low suction could not be confirmed.